Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
Approximately four days post implant, the patient called the clinic about the alerts sounding every couple of hours. Interrogation of the device indicated the lead integrity alert had activated due to high impedance. When the device was removed from the pocket (approximately a day later), it was easy to remove the lead without retracting the set screw. This was attempted a couple of times with the same result. The physician decided a new device would be required. A second device was used. The leads were attached and once again the lead was easily removed without retracting the set screw. Technical services were consulted on advice as to how to tighten the lead in the header. The recommendation was to drag the lead pin in the pocket to assist in insertion. Electrical parameters and security of the connection was done and the second device remained in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 implantable pacing lead, (B)(6) 2005; 0185 implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.